Event description:
It was reported that the impedance trend report for the right ventricular lead had impedance values that ranged from 63 ohms to 680 ohms. There was also lead warnings for low and high impedance values and oversensing observed. It was noted that in other office visits the impedance had a 600-700 ohm range. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.